Manufacturer narrative:
The actual date of event is unknown. Additional information: the report of the broken op1 sensors repeatedly breaking off could not be confirmed during log analysis or laboratory testing; however, it was confirmed through a review of the provided photos. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. No issues or anomalies were observed on the air in line assemblies. The facility provided photos showing damaged op1 sensors on a series of ail sensor assemblies. All inspected parts were manufactured by bd. Functional testing on the received pump module by attaching it to a laboratory testing pcu, when opening the pump module door, it was observed the pump module performed home positioning of the pumping mechanism. No errors or alarms were observed. A test infusion was programmed and started at a rate of 105 ml/hr for a duration of 12 hours. The infusion finished with no errors or alarms noted. Functional testing was repeated on the suspect ail assembly s/n (B)(6) temporarily installed into the returned pump module for testing purposes only. No errors or alarms were observed. The suspect pump module s/n (B)(6) underwent preventive maintenance (pm) using asm v12.3.0. All tests passed without any issues. The suspect ail sensor assembly s/n (B)(6) underwent air-in-line sensor and door ajar-safety clamp sensors using asm v12.3.0. All tests passed without any issues. A review of the suspect pump modules error log was performed, and no errors or anomalies were noted on the reported event date. The log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain key press information, volume infused and programming parameters. On (B)(6) 2026 at 10:31 am the suspect pump module s/n (B)(6) alarmed for safety clamp open alarm (administration set inserted) and an infusion started at a rate of 105 ml/hr and volume to be infused (vtbi) of 105 ml. The vtbi was reprogrammed to 80 ml and the pump module alarmed for air-in-line (ail), the infusion was restarted. Between 10:32 am and 10:33 am the suspect pump module alarmed for ail six (6) times and safety clamp open four (4) times. The infusion was restarted and paused. The bd alaris system user manual v12.1.2 notes that regular inspection for damage is required before usage and that failure to perform can result improper instrument operation. If a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before it is reused. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported broken optocoupler form the ail sensor assembly could not be determined during the investigation. The returned pump module and ail sensor assembly were observed in good condition. The probable cause for the reported broken op1 sensor on ail sensor assemblies is being attributed to a physical event where the pump modules likely sustained a drop or severe jarring per dchu¿s prior investigation of this issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the optic coupler is repeatedly breaking off from the ail assembly across multiple units under normal operating conditions. This failure results in loss of ail detection and requires device removal from service, suggesting a potential weakness in the coupler attachment design, material selection, or tolerance to mechanical stress. There was no patient involvement.